Event description:
Add'l info rec'd from MFR 3/27/01: the form was submitted for a bard pca pump problem. This product was mfg by bard medsystems div. This div was sold to baxter healthcare corp on 2/26/96.

Event description:
Pt was admitted for removal of benign cyst. The surgery had no complications. Pt was given 10mg morphine, via pca, 15 mg of demerol IV, 35 mg demerol and 18.75 mg phenergan im between 9145 - 11 am. Pt was then moved to med-surg floor. Although it is disputed, the family says the nurse instructed the pt's family member to push the pca button every five mins. The pt received morphine throughout the day, about 60 mg by 3:30 pm. The pt continued to remain in a deep sleep and could not be aroused. Pt arrested at 6:25 pm. The coroner's report stated the cause of death was hypoxic encephalopathy following resuscitation for carlopulmonary arrest due to morphine intoxication for post operative pain.